Manufacturer narrative:
Foreign: report source: (B)(6). Device evaluation: the reported faulty endotracheal tube is a supplied item and was sent to the supplier for evaluation. The supplier noted that current stocks of the product were checked and no cuff damage was observed. Additionally, all work stations were checked to see if there was anything visible that could have caused the damage. Based on the investigation, the complaint allegation was not confirmed. One noted possible problem source was that the cuff could have been scratched by sharp tools causing leakage. The supplier will continue to monitor the issue.

Event description:
Information was received that a smiths medical portex endotracheal tube was tested before use and was placed in a patient. The reporter stated the device cuff lost pressure and the staff overinflated the cuff to compensate for the loss of cuff volume. It was also noted that it "was not possible for the reporter to determine precisely when the porosity of the cuff appeared during the intervention; but rather, it was variable". Subsequently, the clinician had to change the tube and re-intubate the patient to continue therapy. There were no adverse patient effects.